Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left cubital artery. The 95% stenosed target lesion was located in the mildly calcified and moderately tortuous left common iliac artery. The lesion was pre-dilated with another manufacturer's 4.0 x 40mm balloon. Following pre-dilation, a 8x37mm express ld and another manufacturer's 8.0x37mm stent were implanted in the lesion. The two stents were post-dilated with another manufacturer's 8.0x40mm balloon. The physician then attempted to post dilate the two stents with the 9.0 x 20/135 (5f) sterling balloon and the balloon ruptured at 6atm upon the 1st inflation. The procedure was completed with another manufacturer's 8.0x40mm balloon catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).